Event description:
According to the report, the handpiece would fire and then stop working after a few channels. The wire came out of the handpiece.

Manufacturer narrative:
According to the report, two handpieces initially fired and then stopped working after a few channels. This report represents the second of the two handpieces. The wire came out of this handpiece. Any additional information will be provided in the follow-up report. Both devices were evaluated visually. This evaluation revealed charring of the fiber that is usually contained within the handpiece; the charring caused the fiber to break apart and this allowed the fiber to slip out the back. This damage is consistent with user error involving bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within the handpiece. When the laser is pulsed, extreme heat is produced resulting in breakage of the fiber bundle. The same damage was seen in both devices.

Manufacturer narrative:
According to the report, two handpieces initially fired and then stopped working after a few channels. This report represents the second of the two handpieces. The wire came out of this handpiece. Both devices were evaluated visually. This evaluation revealed charring of the fiber that is usually contained within the handpiece; the charring caused the fiber to break apart and this allowed the fiber to slip out the back. This damage is consistent with user error involving bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed, extreme heat is produced resulting in breakage of the fiber bundle. The same damage was seen in both devices.

Event description:
According to the report, the handpiece would fire and then stop working after a few channels. The wire came out of the handpiece.